Event description:
During tonsillectomy patient sustained .75 cm circumferential superficial burn at the oral commissure believed to have been caused by electrical current arcing from exposed steel on needle electrode which was not fully seated in electrosurgical pencil.